Event description:
On 7/6/82 bilateral augmentation with style 76 double lumen 3m - mcghan mammary implants. Closed capsulotomy x 1 bilaterally. 4-8-97 decreased size bilaterally especially left. C/o chronic pain & discomfort bilaterally palpable unevenless bilaterally. Consistent with implant rupture. Baker's grade 4 capsular contracture bilaterally implants are subglandular.